Event description:
The pt received the scs sys on (B)(6) 2010. It was reported that the pt was experiencing pocket heating during battery recharging. The pt recently lost (B)(6). The pt was advised to use add'l material between the antenna and the ipg site, and shorten the duration of charging. The device is still in use. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.